Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during pre-op that the instrument hand piece is not engaging and at times turning on by itself. There was no patient impact.

Manufacturer narrative:
H3: product analysis #(B)(4): on 04 jul 2025. Sp21: handpiece ran smoothly when connected to ipc. Handpiece engaged with the handpiece as expected. No anomalies found. No issues found with the lock actuator. Internally, motor and housing and all subcomponents were in good condition. No signs of corrosion. Internally wiring was checked for compression or damage. No damage found. H6: codes updated, previously updated codes no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.